Event description:
Customer claims mainframe broke while attempting to raise the unit for pt movement. Two emts sustained back, chest, and abdominal strain while stabilizing pt on unit. Both were "seen" by physician, no further details available.